Manufacturer narrative:
This follow-up report is being filed to correct information. Requested but not returned by hospital.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿

Event description:
It was reported that patient underwent an initial left partial knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to dislocation. The bearing was removed and replaced with a larger size. No further information has been provided.